Event description:
Event description boston scientific received information that this coronary sinus transvenous implantable lead exhibited increased pacing impedance measurements and, upon completion of an x-ray, appeared to be fractured. An invasive procedure was performed and this lead was surgically capped. A replacement lead was attempted; however, the suture sleeve broke while tying the suture. A new lead was successfully implanted. The cardiac resynchronization therapy defibrillator (crt-d) implanted with this lead was electively replaced with a new crt-d at that time.